Manufacturer narrative:
Additional information: imdrf annex c grid. Correction: manufacturer narrative. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. The customer has created a service request for repair under sap RMA 301687080.

Event description:
It was reported that the lvp8100 had channel error alarms, no channel ID. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. The customer has created a service request for repair under sap RMA (B)(4). A review of the device history record showed the device had a manufacture date of 29jul2010. The review was performed from the date of manufacture to the present date 03jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the lvp8100 had channel error alarms, no channel ID. There was no patient involvement.